Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Additional information that was received revealed that the patient's irritation worsened, became open, and began to weep. The patient's physician reported that the irritation may have been caused by an allergic reaction to the patient's recent hip implant, and was unrelated to the lifevest. It was also reported that the wound was still being cared for by the wound management team, and was being dressed by the wound management team. Further follow-up was unable to be received as the patient passed away during an unrelated surgery while not wearing the lifevest. A us distributor reported that a german patient had developed a fungus underneath the back therapy electrodes. The patient was given a prescription of clotrimazole ointment from her physician. During a follow-up, it was reported that the patient's irritation did not improved and she was being treated by the "wound team management team."

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a fungus underneath the back therapy electrodes. The patient was given a prescription of clotrimazole ointment from her physician. During a follow-up, it was reported that the patient's irritation did not improve and she was being treated by the "wound team management team."